Event description:
It was reported that pump displayed malfunction code malf 12 with fault ID 0x2071 and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.